Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# v005005, implanted: (B)(6) 2006, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that there were greater than 10,000 ohms impedance values on electrodes 1 and 2. There was a normal replacement and the battery was 8 years and 7 months old. Impedances were noted pre-operative. The cause was unknown. The patient was receiving great therapy on their right side and was able to feel stimulation on the left side, the side of the lead with the impedances. The patient was instructed to call if they experienced complications but the patient had not reached out as of (B)(6) 2015.